Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose was 23 mmol/l. The customer was treated with the insulin pump and manual injection. Based on customer report, proceeding in troubleshooting per customer alleging possible insulin pump under delivery. The auto mode was not active. The high pressure test was performed and the insulin pump alarmed insulin flow blocked. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.